Manufacturer narrative:
H3 evaluation summary medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the product noted one partial suture and one needle. The needle was attached to the suture. The suture was returned broken at the barbed section 15 inches from the swage. The original suture length was 18 inches. The loop end of the suture was missing. It was reported that the suture was broken. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: suture broken. Visual examination noted that sections of the suture were identified to be crushed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an abdominal incisional hernia procedure, the suture used for hernia gate closure broke. Another suture was used, but the needle detached and fell into the patient's cavity while suturing. The needle was confirmed by the camera and was successfully retrieved. A new suture was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: vlocn0327, vlocn0327 v-loc* pbt 1 blu 45cm gs21x12, lot# a3h2303vy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.